Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to follow therapy steps. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a disconnection of the titanium adapter from the minicap transfer set. The disconnection occurred in the patient¿s home. The transfer set was in use for two months when the disconnection was noted. It was reported the caregiver was disinfecting the product with alcoholic solutions which are contraindicated as disinfectants. The patient was hospitalized for the event and treatment for the event was not reported. The action taken with dianeal therapies was not reported. On an unreported date the patient was discharged from the hospital. The patient was recovered from this peritonitis event. No additional information is available.